Event description:
The balloon burst in the pt cavity during the procedure and the disengaged pieces were subsequently retrieved to complete the case without further incident. Procedure: gynecology. Pt status: no pt injury reported.